Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. It was unknown if the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (for 14 days dose and route not reported) for the event. At the time of this report, the patient was recovering from the peritonitis and had not been retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.